Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed via fluoroscopy during a routine generator change out. No electrical anomalies were detected. Lead remains implanted.